Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed. The instrument was found to have mechanical indentation damage to the blade. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Image review: a review of the submitted image confirms the customer's alleged complaint. The instrument has a piece detached.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the harmonic ace instrument was noted not to work. The customer used the same instrument to complete the procedure. Fragments were reported to fall inside the patient and were retrieved from the body during the same procedure.